Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a cough for over a year now. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a cough for over a year now and they were suffering from lung fibrosis and nasal throat irritation. There was no medical intervention required by the patient. The reported event of cough and lung fibrosis and ts reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. The pms clinical expert reviewed this notification due to the patient reporting cough for over a year now and according to the gfe response, is due to lung fibrosis. Is assessed as a serious injury but not related to the device. The device has not yet returned to the manufacturer for evaluation, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to adverse event and product problem. Section h1 has changed to reflect a serious injury. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.